Event description:
It was reported by the pt that they sustained redness, a burning sensation, and tightness of the throat six months post hair removal treatment to the face with a lumenis lightsheer laser. The pt refused to report user facility info.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the jaw would not open in clamping the blood vessel. The jaw was opened by returning the trigger to the home position. The device was removed from the patient and fired without tissue outside the patient to check its function. As the device could be fired properly at the time, it was used for the patient again. However, the device was locked out inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty the analysis results found that the (B)(4) device was received in good visual condition. When testing the device for functionality it was noted to be empty locked out. The event could not be confirmed due the condition of the device. However, an investigation has been initiated to address the potential root cause of the reported opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.